Event description:
Pulmonetic systems, inc. Received an email from a representative in 2002. The representative reported the following problem: vent inop on the patient with an alarm. Will only operate on external power source.